Manufacturer narrative:
The technician replaced the power board to repair the bed.

Event description:
Info received indicates the bed exit function will not set due to corrosion on the power board at the scale cable connection.